Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "fluid that can be seen on the ultrasound."

Event description:
Healthcare professional reported exchange from textured to smooth breast implants due to the patient¿s concern with the product, "fluid on the implant," and capsular contracture, baker grade ii. The device remains implanted. This report is for the left side.

Event description:
The device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: weight to the spec, yellow and red particles in the shell, wear abrasion and creases flat. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.